Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg. See scanned pages.

Event description:
Boston scientific received info that this right atrial (ra) lead displayed an increase in pace impedance from 500 ohms to 1600 ohms. The thresholds were measured at 2.4 v and the sensing was measured at 1.5 mv. As a result another procedure was performed to remove the lead. The lead was successfully removed and another ra lead was implanted. No adverse pt effects were reported. The lead will not be returned for analysis. As no further info concerning this report is expected, our investigation is complete. This investigation is complete. This info will be updated should further info be provided. No date of explant was provided to us.